Manufacturer narrative:
The reported field event of pacing anomaly could not be confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies were found.

Event description:
It was reported that patient's left ventricular (lv) lead and implantable cardioverter defibrillator (ICD) exhibited diaphragm stimulation. Hight threshold was also noted on the lv lead. During lead revision procedure it was noted that new lv lead was dislodged and exhibited high threshold. The lead was not installed and an alternate lead was used during procedure on (B)(6) 2024. The old lv lead was capped on (B)(6) 2024. The ICD explanted and replaced.

Event description:
New information received notes that the patient was stable.